Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during treatment. The leak was discovered during dwell 2 of 5 their pd treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was unable to confirm whether or not the fluid leak came from the liberty cycler set or the bag. The patient confirmed that no fluid came in contact with the cycler. Upon follow up, the patient confirmed the reported event. The air detected in cassette alarm was discovered during dwell 2 of their treatment, which is when the patient discovered there was fluid on the floor below the cycler set. The patient confirmed that no fluid came in contact with the cycler and that the fluid had only gotten on their floor. The patient¿s treatment was discontinued, and while the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during treatment. The leak was discovered during dwell 2 of 5 their pd treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was unable to confirm whether or not the fluid leak came from the liberty cycler set or the bag. The patient confirmed that no fluid came in contact with the cycler. Upon follow up, the patient confirmed the reported event. The air detected in cassette alarm was discovered during dwell 2 of their treatment, which is when the patient discovered there was fluid on the floor below the cycler set. The patient confirmed that no fluid came in contact with the cycler and that the fluid had only gotten on their floor. The patient¿s treatment was discontinued, and while the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.